Event description:
It was reported that the user ran out of cd 23"-6 mm infusion sets and was unable to meal announcement which led to elevated glucose. The user temporarily transitioned to subcutaneous insulin via pen. Assistance was also requested and provided for pairing the phone to the pump and syncing data. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with caregivers and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically a failure to follow instructions involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.